Event description:
Customer reported that pt presented with symptoms of infection one month following orthopedic procedure. Culture results positive for mrsa. Rifampin and doxicyclin was prescribed. Pt condition is reported as resolved.